Event description:
I had a revision of left total hip on (B)(6) 2016 because of acetabular component position change and loosening (previous revision done on (B)(6) 2009). Preoperative workup, on (B)(6) 2016, demonstrated an elevated serum cobalt of 7.1 ugl and serum chromium of 1.7 ng/ml. On (B)(6) 2016 repeat blood work indicated that cobalt level had risen to 7.9 ug/l and chromium to 2.2 ng/ml. The increase in these levels was accompanied by increase of pain in the right hip. I had a right hip arthroplasty on (B)(6) 2009; and opted for diagnostic right hip aspiration which yielded markedly high cobalt and chromium levels consistent with mechanically-assisted crevice corrosion. A revision of the right hip arthroplasty was done on (B)(6) 2016. The postoperative diagnosis was: failed right total hip arthroplasty associated with mechanically-assisted crevice corrosion at the head neck taper of the femoral component with secondary acetabular polyethylene wear.